Event description:
The reporter stated that her mother was taken to the hospital by the emergency medical service after a blood glucose measurement of greater than 400 mg/dl was obtained with an unk device and 116 mg/dl with the suspect device. At the hosp, she was given a brain scan, insulin, and arteries, and blood pressure were checked. Prior to the event, the suspect had given low and normal (86,57) blood glucose measurements, and the pt did not take an additional 6 units of insulin which she was directed to take when blood glucose results were greater than 130 mg/dl.